Event description:
(B)(4), "patient's vent circuit developed a crack in the "y." Prior to discovery, patient's vent settings increased. Blood gases: 7.30/65/32/vbg (venus blood gas). Respiratory supervisor called, and at bedside. Replaced "y" and vent passed safety check. Manufacturer evaluated device. Cracks were confirmed. Device was produced according to procedure. Root cause not yet determined. Internal investigation initiated. Material change is being studied. What was the original intended procedure?" "Vent desc. (Con't): airway management device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
(B)(4). The medwatch references carefusion complaint #(B)(4). That complaint was reported to the FDA by carefusion in medwatch #8030673-2011-00021. Further follow up with the customer indicated that this reported event from (B)(6) 2011 was a new occurence and not the same as the event reported in (B)(4) 2011. (B)(4): carefusion has no record of a device returned from this customer on or around (B)(4) 2011. Additionally, the date indicated ((B)(4) 2011) is prior to the reported event date of (B)(6) 2011. Further follow up with the customer indicates they are unable to isolate the wye connector being used during this event on (B)(6) 2011. (B)(4): the statement, "manufacturer evaluated device. Cracks were confirmed. Device was produced according to procedure. Root cause not yet determined. Internal investigation initiated. Material change is being studied." Is not applicable to this medwatch. The customer was describing the evaluation results from the previous complaint mentioned ((B)(4) reported in MDR# 8030673-2011-00021). The device involved in this event ((B)(6) 2011) was determined not available for evaluation. The customer is unable to identify the specific wye connector involved in this event and therefore evaluation cannot be performed. Multiple unsuccessful attempts have been made to obtain further clarification from the customer surrounding (B)(4).

Manufacturer narrative:
(B)(4). Investigation results: the actual device involved in this event was not isolated by the customer and therefore could not be evaluated. Cracking of the "y" component ((B)(4)) of this circuit has been confirmed. The device history record was reviewed for the circuit lot number reported; no issues related to the cracking were observed. The product was produced and released according to procedure. The manufacturing process was reviewed and no problems were found related to the issue reported. Component (B)(4) ''y'' is made of butadiene-styrene polymer phillips (B)(4) natural. The root cause for cracking has not yet been determined. A CAPA has been opened to determine root cause and implement corrective actions. Additionally, a material change is being studied in order to consider alternate resins that would be more resistant to cracking.